Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise reversion episodes, loss of capture, and oversensing. The noise could not be reproduced with isometrics or pocket manipulation. The device was reprogrammed, and the patient would continue to be monitored.